Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician indicated that the set screw in the atrial port of the header seemed stripped and the competitor lead would not lock down properly. The physician chose not to implant the device and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw. (B)(4).